Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that on (B)(6) 2014, the pt went in for a routine visit and the nurse noticed lots of pump offs and low flows in the event history. The pt reportedly experienced red heart alarms on the system controller while connected to the pt cable. The pt did not feel any symptoms during the event. The pt's system controller was exchanged and the pt was allowed to go home. The pt was instructed to call the vad center if the alarms continued to occur. On (B)(6) 2014 the perfusionist reported that the pt was continuing to experienced red heart alarms when only connected to the pt cable. The perfusionist instructed the pt to only use battery power. On (B)(6) 2014 the pt went into the clinic and the MFR's technical service representative evaluated the pt's percutaneous lead (lead). The physical eval of the lead indicated a suspicious area proximal to the distal end bend relief. The silicone outer covering was dissected. No visible trauma to the wires was seen. The event could not be reproduced when manipulating this area. The pt reported that the alarms seemed to occur mainly when in a seated position and leaning over, and when he demonstrated the event, the low speed and pump stop events occurred. The pt leaned back and the pump resumed the set speed. It was suspected that there was a short in the percutaneous lead. The hospital staff allowed the pt to go home and instructed him to remain on battery power, and an ungrounded pt cable was requested. The pt is currently at home with an ungrounded pt cable.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.